Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s (mg/dl) over the past few weeks. The cause of the elevated bg levels was unknown. Boluses via insulin pens were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider